Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced several issues. The patient indicated that the neuros timulator had shifted and there was scar tissue present. Additionally, the patient reported that the stimulation therapy prevented urination while active and for some time after it was turned off. The patient also mentioned that the implanted battery had been allowed to go completely dead several times, raising concerns about the battery's health. The patient suspected that the lead may have moved due to scar tissue over a year ago. The patient was advised to consult with their healthcare provider for further assistance, as they were currently working through a va hospital and did not have a managing physician. The patient requested a follow-up from a medtronic representative to address these concerns and to potentially readjust or calibrate the therapy.